Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 622 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past two days. It was stated that the customer had a virus. Troubleshooting was performed. The programming revealed that the daily totals was not matching to the bolus history. Ran a fixed prime and passed. Performed a high pressure test and the test failed. It was stated that the insulin pump alarmed motor error during the test. It was stated that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.